Manufacturer narrative:
Conclusion not yet available. The sample is currently in transit to the investigation site for analysis.

Event description:
The customer reported that the cuff would not inflate during laser surgery of the upper airway. Info provided to date does not confirm any pt involvement, resulting in the need for extubation and recannulation of a replacement tube. Multiple attempts have been made to collect further details surrounding the circumstances of this report.